Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #2916596-2023-00579 captures a previous driveline infection. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the clinic on (B)(6) 2023 drainage at the patient's driveline exit site was found. The patient was started on cefalexin (cephalexin). Cultures were taken and found to be positive for staphylococcus aureus. On (B)(6) 2023, the patient was started on bactrim (trimethoprim/sulfamethoxazole)due to the culture results. On (B)(6) 2023, the patient was back in the clinic when additional driveline exit site drainage was discovered. During this clinic visit, the patient was found to be non-compliant with their antibiotics regimen. The patient was started on doxycycline after another culture was positive for staphylococcus aureus. The patient had a computed tomography scan on (B)(6) 2023. The care providers had concerns of an abscess. The surgeon recommended admission and the patient refused. The patient was still on doxycycline at home as an outpatient. The patient returned to the clinic on (B)(6) 2023. While the patient was still found to be compliant with their antibiotic regimen, the infection appeared to have worsened. The patient had worsening yellow drainage from the driveline site. The patient was sent to the emergency room for follow-up and was admitted. The patient continued to receive broad spectrum antibiotics for s. Aureus. A computed tomography scan on (B)(6) 2023 revealed subcutaneous fluid collection at the driveline exit site. Urine analysis and culture were negative for infection. A driveline exit site swab, performed on (B)(6) 2023, was found to be methicillin-sensitive staphylococcus aureus (mssa) positive. A blood culture was negative. The patient was started on intravenous vancomycin and intravenous cefepime, but was switched to intravenous cefazolin for four weeks. After four weeks the patient would be switched to cefadroxil indefinitely. A peripherally inserted central catheter was placed on (B)(6) 2023. The patient was discharged on (B)(6) 2023 and would continue to be followed in clinic by transplant infectious disease.